Event description:
Navarre 8 french drainage catheter was placed in an abdominal abscess. Navarre catheter attached to urosil's true close drainage system. Rn daily check of drainage bags noticed a crack in the hub of the navarre drainage catheter. This was the second catheter with a cracked hub.====================== health professional's impression======================we had to replace the drain with a new one into the patient, twice. After the second navarre failed, a different drain was used.